Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. The difficulty removing from the sheath was not confirmed as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was performed to treat a lesion in the left iliac artery. The 5 x 80 mm armada 35 balloon catheter was advanced to the lesion without issue, and inflated to 8 atmospheres (atm). Deflation was attempted, but was unsuccessful. After several minutes, the balloon was partially deflated and able to be removed through the sheath with some resistance noted with the sheath. No further dilatation was needed, and the procedure was completed with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.